Manufacturer narrative:
The investigation of the returned coil system confirmed the implant was detached from the pusher. The implant was not returned for evaluation. The pusher was received damaged at the distal end with no indication of activation using a detachment controller on the heater coil. The pusher's monofilament profiles a tensile break shape indicating excessive force was applied to the monofilament during retraction. Due to the separation of the implant, replication testing could not be performed to determine the cause of the advancement issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing excessive forces.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that after the implant coil partly emerged from the catheter, the coil stopped advancing. During the attempt to remove the device, the coil detached from the pusher wire. A .035 guide wire was used to push the implant coil into the treatment site. There was no reported patient injury or additional intervention. The patient's current condition is reported to be "stable/unremarkable."